Event description:
After puncture and wire introduction, the physician pulled back the wire through the needle, which kinked and broke the wire. A very small piece, very thin and few mm thick, was left in the patient. It was decided to leave the fragment and they agreed it was a bad manipulation.

Manufacturer narrative:
Actual date of event was not provided, other than (B)(6) 2010. (B)(4). Condition of the patient was not provided by the reporter. No product has been returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." This statement in the event description "physician pulled back the wire through the needle which kinked and broke the wire" indicates that the device was used in contraindication to intended use. Each wire guide is accompanied with a label which illustrates that wire damage may occur if withdrawn through the needle. Appropriate personnel have been notified. We will continue to monitor for similar complaints.